Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report #s 1627487-2011-00798, 1627487-2011-00799 and 1627487-2011-00801. The pt received an scs system including three percutaneous leads from different lots and a lead extension. It was reported that the pt lost stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. Efforts to recapture effective therapy via reprogramming proved unsuccessful. Surgical intervention was undertaken to replace the pt's leads and extension. Effective therapy was recaptured as a result of the procedure.